Manufacturer narrative:
The device was not in use at the time the reported issue was discovered; it occurred before therapy, no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Per good faith effort response, it was confirmed that the ventilator frequently has decreased trigger sensitivity and tidal volume which occurred before therapy. The customer replaced the patient circuit to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices trigger sensitivity and tidal volume of ventilators are frequently reduced, which affects clinical use and brings hidden dangers to patients. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The investigation on going.